Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited peeling of adhesive around the light guide lens and objective lens. In addition, the instrument channel was clogged with foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it was likely the cause of peeling of adhesive was traced to a component failure. The cause of foreign material could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.